Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1062724 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1062724, test base part number 190-430 / lot 1062724. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, a possible assignable root cause is patient sample interference.

Event description:
The customer reported a false positive result with ID now covid-19 on (B)(6) 022 on a nasal kit swab.confirmation test was performed on (B)(6) 2022 with (alinity,pcr) on a nasal swab, and generated negative result. No additional patient information, including treatment and outcome, was provided. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.